Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth: unknown / not provided. Weight: unknown / not provided. Additional PMA/510(k) numbers: k011028, k013227.

Event description:
It was reported that the implant was fractured. Tooth location 2.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified wear and debris about the implant threads, and both implant collars are fractured off. The seating surfaces no longer function. No pre-existing conditions were noted on the per. The reported implants were located on tooth #2 & #4 and used for approximately 11 years. Document type(s) reviewed: ¿tapered screw-vent® implant system¿ 5161, rev. 3/12. & ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16; breakage; page 3 DHR review was completed for the subject lot number 60805870. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (60805870) for similar cause and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report, d4: expiration date, g4: date received by manufacturer, g7: type of report, follow-up number, h2: follow up type, h3: device evaluated by manufacturer: change 'no' to 'yes', h4: device manufacture date, h6: evaluation codes, h10: additional narrative.

Event description:
No further event information is available at the time of this report.